Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the client has suffered or might suffer, in the future, due to the device. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The dreamstation auto CPAP device was returned to a third-party service center for service. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. The customer's complaint was not confirmed. The device was repaired. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device returned to third party service center.